Event description:
The customer reported that it was difficult to open and close the jaws of the device. There was no pt injury. The device was returned to covidien and visual inspection discovered that a portion of the webbing was protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.